Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 40 mg/dl and then 325 mg/dl and this morning it was 320 mg/dl. The customer's current blood glucose is 134 mg/dl and treated low blood glucose with juice as syrup and high blood glucose with manual injection. The customer declined troubleshooting on insulin pump. The insulin pump will not be returned for analysis.